Event description:
This supplemental report is being filed as product investigation was received. Boston scientific received information that the battery of this implantable cardioverter defibrillator (ICD) device was depleted. The patient also mentioned of receiving shock. The ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. It was indicated that there were no suspicious fault codes or resets. Moreover, high atrial rate pacing was noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that the battery of this implantable cardioverter defibrillator (ICD) device was depleted. The patient also mentioned of receiving shock. The ICD was explanted. No additional adverse patient effects were reported.